Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the silicone overmold on the top and bottom covers, as well as a severed electrode. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire in the fantail region. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The photographic imaging inspection revealed a broken wire in the fantail region. It is believed that the break caused the impedance issues. A corrective action action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced poor performance. Device testing revealed short circuits for several electrodes. Equipment was confirmed to be in good condition. The recipient's device was explanted.

Manufacturer narrative:
Correction information: section h.6. The recipient was re-implanted with another advanced bionics cochlear device. A review of the device history record was completed, and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.